Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained her scs ipg was causing her discomfort. Follow-up identified the patient underwent surgical intervention to relocate the ipg pocket site. During the procedure the patient's ipg was found to be inoperable as the patient stated she had not charged her ipg in over a year. The ipg was replaced with a new one and placed in a new pocket site.